Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset was performed with guidance, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.